Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Although the root cause cannot be explicitly determined, probable cause for loss of osseointegration could be due to premature loading, insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. It was reported that the patient has type iii bone quality. Type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It is possible that the patient's bone quality may have been a factor in the loss of osseointegration of the implant. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." There was no abnormality nor nonconformity with the implant itself; therefore, this event will be tracked and trended.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. Implant mobility was reported. The patient was reported to have pain and infection. There was no bone loss noted. The implant site has type iii bone quality. The implant was extracted about 7.5 months after it was placed into tooth # 13. The patient did not require additional treatment. The patient has no relevant pre-existing condition. The patient was reported to be doing good. There was no abnormality noted with the implant.